Event description:
The product was used during a laparoscopic hernia procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/05/1997-supplemental report #1 submitted to FDA.